Manufacturer narrative:
Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 0177100018, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 0178845007, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A surgical procedure was performed during which it was identified that the cuff was too lose. The cuff was replaced from 4.5 cm to a new 4.0 cm, also the pump and balloon were replaced. No further patient complications were reported.